Event description:
A customer observed lower and higher than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Patient samples were not affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower and higher than expected phyt quality control results were obtained from the vitros 5,1 fs chemistry system. The same lot of vitros phyt slides was performing as expected on a second vitros system in the customer's laboratory. At the direction of ocd technical support, the customer replaced the immuno wash metering tubing and recalibrated the vitros phyt slide lot. Acceptable performance was then observed. The root cause of this event is instrument related.